Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter upon evaluating the patient it was decided that due to the patient having a crossbite on the left side, and small anterior open bite, the patient would be better being treated by an orthodontist in office. Nothing was noted for the patient having a crossbite prior. It is recommended that the patient cease treatment with byte. They have been instructed to contact one of our local orthodontists for eval and treatment.

Manufacturer narrative:
This is to correct the date received by manufacturer from 01-may-2025 to date received by manufacturer 15-may-2025. This is a follow up report for this corrected information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.